Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system was hospitalized due to a small wound infection around the thorax location of the associated electrode. The patient had reportedly lost approximately 8 kilo. Since implant and notably thin in stature. The system was confirmed to be operating normally and no microbials were identified. The wound site was cleaned and medication administered; however, no device and or electrode changes were required.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient this this system was hospitalized due to a small wound infection around the thorax location of the associated electrode. The patient had reportedly lost approximately 8 kilo. Since implant and notably thin in stature. The system was confirmed to be operating normally and no microbials were identified. The wound site was cleaned and medication administered; however, no device and or electrode changes were required. Subsequently, the system was removed for on going infection concerns. No return of product is expected and no information received regarding a replacement system.

Manufacturer narrative:
Correction: this report is being filed to correct the previously missing, outcomes attributed to adverse event, identifiers. (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient of this system was hospitalized due to a small wound infection around the thorax location of the associated electrode. The patient had reportedly lost approximately 8 kilo. Since implant and notably thin in stature. The system was confirmed to be operating normally and no microbials were identified. The wound site was cleaned and medication administered; however, no device and/or electrode changes were required.